Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in operating room for system explant. Header was noted to be visible through the pocket during the pre-operative check. It was not known when the erosion was first detected. The device and leads were explanted on (B)(6) 2018. The patient was stable throughout the procedure.